Manufacturer narrative:
H5 - labeled for single use: was updated from no to yes. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine and low concentration (3miu/ml) hcg samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No fasle positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: the hcg one step pregnancy test device (urine) is a preliminary qualitative test, therefore, neither the quantitative value nor the rate of increase in hcg can be determined by this test. Very low levels of hcg (less than 50 miu/ml) are present in urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. This test may produce false positive results. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 5 false positive hcg results while using surestep hcg devices for 2 patients. The second patient presented for a surgical day case on (B)(6) 2024. The patient provided a fresh urine sample, the results were read at 3 minutes and a faint positive hcg result was observed. The test was repeated using another device from the same lot and a negative hcg result was obtained. A second fresh urine sample was collected and tested using an unspecified different test which also yielded a negative hcg result. With all of the information available, the patient and healthcare professional elected to proceed with the surgical procedure. No negative/adverse events reported. See MDR number 2027969-2025-00003 and 2027969-2025-00004 regarding false positive results obtained on patient 1.

Event description:
The customer reported receiving a total of 5 false positive hcg results while using surestep hcg devices for 2 patients. The second patient presented for a surgical day case on (B)(6)2024. The patient provided a fresh urine sample, the results were read at 3 minutes and a faint positive hcg result was observed. The test was repeated using another device from the same lot and a negative hcg result was obtained. A second fresh urine sample was collected and tested using an unspecified different test which also yielded a negative hcg result. With all of the information available, the patient and healthcare professional elected to proceed with the surgical procedure. No negative/adverse events reported. See MDR number 2027969-2025-00003 and 2027969-2025-00004 regarding false positive results obtained on patient 1.

Manufacturer narrative:
Results pending completion of the investigation.